Event description:
Reportedly, during testing, a "low fio2" alarm occurred. An oxygen sensor calibration did not solve the issue. Upon replacing the sensor, the issue was resolved. There was no pt involvement reported.